Manufacturer narrative:
Manufacturing site evaluation: analysis and results: there are no previous complaints of this code batch, there are no units in our stock. We have received 18 closed samples and 1 open sample (unused) with the needle detached from the thread (thread is still wound on the pack). Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the needle laid loose in the package. The reporter indicated that needle lay loose in the package, it was not mounting inside the package / fixation. (Not detached from the thread). The event occurred pre-operatively. No patient was involved.